Event description:
Report # 1 of 2. "The driver is getting too deep. The screw was not well connected to the driver." Additional information was received: during the surgery for a scaphoid fracture repair, the surgeon took out the screw, because it came loose from the driver and tried to fix fracture with k-wires. There was no patient injury. Surgery was delayed by approximately 45 minutes due to this issue.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.